Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-5.0-38-90-rb-raabe prior-to-use was returned for investigation. There was no visible biomatter or surface damage on the returned device. However, the flare inside the connector cap did not appear symmetrical. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. The first nonconformance was for a wrinkled flare and the second was for leakage. While these two nonconformances are potentially related, it should be noted that the affected devices were scrapped and not replaced. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, labeling, and quality control procedures were conducted, and no gaps were discovered. It should be noted that the provided labeling is not relevant to this event. Based on the information provided and the examination of the returned product, investigation has concluded that this event was traced to a manufacturing deficiency. Investigation has reached out to product to instruct retraining; however, the individual responsible for this lot is no longer employed by cook. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while prepping for an unspecified angio procedure, the staff flushed the flexor raabe guiding sheath and it leaked where the white part of the hub connects to the blue part of the sheath. The device was put aside and another device was used to continue with the procedure. There was no patient contact. No patient adverse effect has been reported.